Event description:
Updated summary: customer reported having insulin flow block alarm. No harm was mentioned from the insulin flow block. Customer also had itching, skin irritation, and bruising. Customer did not receive medical treatment as a result of the site issue. Customer declined troubleshooting for the insulin flow block and the site issue. Pump was used within 48 hours of the insulin flow block. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced due to pump issues and insulin flow blocked alarm. The customer reported bruise, itching, skin inflammation/ irritation which did not require treatment. The event involved product(s) mmt-431ag, mmt-1884, mmt-342. Troubleshooting was performed. Customer reported insulin flow blocked alarm. Customer reported an issue with the insertion site. No further patient complications were reported. No product return is required for mmt-431ag. No product return is required for mmt-1884. The customer will continue use of the device. No product return is required for mmt-342.